Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The event involved a 7" smallbore trifuse ext set w/3 microclave® clear, 3 clamps, luer lock, where it was reported that the rubber piece of clave remained pushed down and did not retract when removing medication from line. This resulted in vasopressors leaking out of the clave and not reaching a critically ill patient, requiring multiple medications for hemodynamic stability. The patient had a drastic abrupt drop in blood pressure requiring swift medical interventions for hemodynamic support and stability.

Event description:
Additional information received stating the primary diagnosis of the patient is ascending aortic dissection with no preexisting conditions. The patient arrived in ccu at 2240 on 1/29 and the event was entered for 0525 on 1/30. The status of the patient prior to the event was hemodynamically stable with a blood pressure (bp) via art line 93/51, map 65. One vasopressor present - levophed at 0.17 mcg/kg/min. Emergent medical treatments that were required were as follows: 1. Bp dropped to 53/34 via art line, map 41. 2. Epinephrine gtt added at 0.02 mcg/kg/min. 3. Vasopressin gtt added at 0.04 units/min. No issues were noted during the initial priming/set-up of the affected product. The approximate location on the z3535 trifuse ext. Set where the clave seal remained recessed and leakage was observed was on portion 4. The patient current status is deceased, the exact date of death was not reported by the customer.

Manufacturer narrative:
The device history lot review (DHR) for lot 12179054 was reviewed and no non conformities were found that would have led to the reported complaint. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.